Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. After pre-dilation was performed, a 2.25x12mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed in order to perform another dilation. However, it was noted that the stent strut was lifted. The procedure was completed with another 2.25x12mm promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. After pre-dilation was performed, a 2.25x12mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed in order to perform another dilation. However, it was noted that the stent strut was lifted. The procedure was completed with another 2.25x12mm promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.